Event description:
Complainant alleged that during functional testing, the associated defibrillator prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to faulty electrode pads. The pads were scrapped. Analysis of reports of this type has not identified an increase in trend.